Event description:
Zoll e-series monitor/defib would not shock a pt on scene in v-fib cardiac arrest. Attempts to defib at 200 joules several attempts. Error message from zoll e-series showed "unable to defib" and "defib pads short". Another ambulance responded with another zoll e-series and AED on scene was used on the pt to defib until the second e-series arrived at the pt's side. E-series put out of service, and a load test at 30 joules as recommended by the manufacturer was done several times back at our operations office with the e-series failing with the message "defib pads short". Zoll representative notified and e-series returned to zoll for follow-up, and required testing/repairs. Zoll has notified us that they will be filing a report to the FDA also. We have been notified the pt died at hospital ICU during overnight in '09. Dose or amount: 200 joules. Diagnosis or reason for use; cardiac arrest with v-fib rhythm interpretation.